Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead alert triggered, and the lead exhibited high right ventricular (rv) coil impedance. The alert threshold was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.